Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, surgeon removed size 7 16mm ts liner to irrigate and clean for possible infection. He replaced the liner with the same size and thickness.